Event description:
The following events reported in all instances when medline product # dynd160516 was utilized. On (B)(6) 2016 male had foley catheter inserted. Number 16 foley catheter was inserted up to the hub without resistance encountered. No urine was returned. Balloon was inflated. When no urine continued after 90 minutes foley was removed bleeding from the urethra was noted upon being discontinued. Patient required urology transfer. On (B)(6) 2016 male home health patient had a foley catheter inserted balloon was inflated. Patient was admitted to inpatient status 24 hours later. Foley became dislodged and urethral bleeding was encountered. In this instance, it was suspected the foley tubing had become entangled in the home in the patient's wheel chair wheel. This was not confirmed. On (B)(6) 2016 reported to me by house supervisor that two weeks earlier, a foley had been inserted in a male patient in the emergency department. Catheter was inserted up to the hub, no urine return. Balloon was not inflated, no resistance was present, and urine was not obtained. Removed and foley insertion with alternate product completed with hematuric urine return. On (B)(6) 2016 reported that male patient in the ICU had foley insertion, foley inserted up to the hub, no urine returned, no resistance during insertion, balloon not inflated. Bladder was clearly palpable. Removed and reinsertion with alternate product, urine obtained. All instances above were completed by experienced registered nurse's. (B)(6) registered nurse administrator patient care services.